Event description:
It was reported that a malfunction occurred with the pump, indicated by a malfunction code malf 16. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, but the issue persisted, leading to a decision to replace the pump. The customer reverted to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.